Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message was not confirmed during the functional testing but confirmed in the archive data review. The autopulse passed the initial functional test without any fault or error. The autopulse performed as intended. The probable root cause of the reported complaint was likely that the patient was out of position or not properly centered on the autopulse platform. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Upon visual inspection, unrelated to the reported complaint, noticed a cracked front enclosure, likely attributed to mishandling such as a drop. The damaged enclosure was replaced to address the observed damage. During archive data review, records showed multiple user advisory "ua07" (discrepancy between load 1 and load 2 too large) has occurred on (B)(6) 2021, thus confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules are functioning within the manufacturing specification.

Event description:
During patient use, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. Patient's status information was requested but the customer did not provide a response.